Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with mentor smooth round moderate profile 300cc and experienced a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 8/14/2019, mentor received additional information indicating the patient had also been diagnosed with bilateral capsular contracture, baker grade 4. This report is for the right side implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/22/2019, mentor received the device for evaluation. Additional information indicated the date of explant as (B)(6) 2019. Device evaluation summary: during evaluation of the device a crease was observed in the anterior view expanding to the posterior view, within the crease a shell abrasion and a tear measuring approximately less than 0.1 cm was noted in the posterior aspect . No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).